Manufacturer narrative:
A ge service representative performed an on site investigation. The database was recovered and all the patient data information was processed and remodeled. A recommendation was made that the cpu, the uninterrupted power supply (ups), and hardware be replaced due to continuing problems related to the slow boot process. The system was tested and operates as intended.

Event description:
The customer reported the entrak 2500 system would not load the patient database or the images. No patient injury was reported.